Event description:
An ER physician reported that the patient has been experiencing bradycardia which the physician thinks is related to vns. They disabled the vns with the magnet, but the patient had 6 seizures when it was disabled. The physician was informed of the risks of disabling the device and provided recommendation that the patient see their neurologist as soon as possible so the patient's settings could be adjusted. It was noted that the patient already has a left side shunt at the time of vns implant. The output currents were turned on to the lowest setting with tachycardia detection also turned on at the implant surgery. There were no arrhythmias or bradycardic events during the intraoperative diagnostics. No additional relevant information has been received.